Event description:
It was reported that the unit was returned for routine certification and upgrades. No patient or procedure involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer request and found the unit would not pass the electrical safety testing due to the power entry module. This caused both the power supply and the main pcb to fail as well during electrical safety testing. To correct this issue the analysis site replaced the power entry module, the power supply and the main pcb. After servicing the unit passed all qa functional testing. The unit has not been returned for service prior to this event, therefore no service history review can be done. Complaint information is trended on a regular basis to determine if further investigation is warranted.